Manufacturer narrative:
Continued h10 - related report numbers: 9617229-2025-06388, 9617229-2025-06467, 9617229-2025-06375, 9617229-2025-06412, 9617229-2025-06529. Additional, changed, and/or corrected data: b5, e1, e3.

Event description:
Healthcare professional reported "inner sterile packaging on the implant is nearly impossible to remove from the outside tray" and "outer shell of the implant container is ripping when they open it". It is unknown if the device was implanted.

Event description:
Company reporesentative reported " inner sterile packaging on the implant is nearly impossible to remove from the outside tray" and " outer shell of the implant container is ripping when they open it". This record is for unknown side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: tyvek or thermoform sticking.